Manufacturer narrative:
The reagent lot number is 718915. The expiration date was not provided. The qc recovery data provided was acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys vitamin d assay results for 1 patient sample on a cobas e 411 immunoassay analyzer. The initial vitamin d result was 300 nmol/l. The sample was repeated the next day and the result was 34.78 nmol/l.

Manufacturer narrative:
The field service engineer (fse) found that a probe was not properly adjusted in the reagent pipetting position and readjusted it. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.